Manufacturer narrative:
An investigation was performed using visual and stereo microscopic inspection on the returned product. Process evaluation was also completed on the lot number provided. The stereo microscope investigation revealed tensile cracks. Further observation determined there was no indication of material of manufacturing defects. A review of the product device history files was performed based on the lot number provided. No discrepancies were found in this investigation. The results of the investigation conclude that the root cause for breakages were due to mechanical overload on the device. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Event description:
Cranial vault distractor was in activation phase at 2 mm per day for 10 days when one distractor "stopped clicking". Implant was evaluated, cleaned and felt to be working. Distraction continued for 3 more days until parents reported that external arm "broke off". Distractor was evaluated in the clinic and found to be broken at or around the ratchet mechanism. Surgeon believes the patient rolled on his head and snapped it. Patient was brought to the or for device removal and replacement.